Event description:
The pt reported experiencing non-auditory sensations from the implant. Pt also reported not hearing as well as in the past. Using the appropriate diagnostic equipment, it was determined that although test results were equivocal, the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done in 2000.